Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of pt's automated peritoneal dialysis therapy. Reportedly, the home pt had pt's transfer set connected to the pt line of the homechoice cassette during the priming cycle. Baxter's technical service center assisted the home pt's caregiver in ending the therapy early. Thereapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.